Manufacturer narrative:
The product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/25/2011 and 09/06/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported a pt having the feeling of motion sickness following bilateral intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.